Event description:
During an in clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was successfully repositioned to resolved the event. The patient was stable.